Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working. The customer's blood glucose value was 16 mmol/l. Customer stated that insulin pump was dropped into lake. Customer also stated that there was some cracks on the insulin pump and exposed to fluid. Customer reported there was fluid under the display. Customer states display did not return after insulin pump restart. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.